Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Event description:
It was reported that while using the device for blood pressure measurement, the diaphragm was found to be protruding allowing arterial blood to leak from the tube. The volume of blood leaking was no more than 10 ml. The nurse stopped the leaking and replaced the device. No patient injury.